Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb) to resolve the issue. The unit passed all testing.

Event description:
It was reported that a ventilator display became inoperable. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.